Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant therapy: 5054-58 implantable pacing lead, implant date: (B)(6) 2008. (B)(4).

Event description:
The atrial lead had a high impedance measurement due to a lead fracture. The fracture was confirmed by fluoroscopy. The proximal portion of the lead was explanted and the distal portion remained positioned in the subclavian vein. A new lead was implanted. No patient complications have been reported as a result of this event.